Event description:
Boston scientific crm received information from a physician that the patient with this pacemaker experienced a syncopal episode. The physican did not know at this point whether the syncope was due to the device or due to the patient's medications.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Attempts to obtain additional information on this event were unsuccessful. If additional information becomes available, this report will be updated.